Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock hub on the vented intravenous (IV) tubing of a clearlink system solution set was cracked and crumbled in the hands of the user when it was removed. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed the male luer was cracked and broken. The reported condition was verified. The cause of the condition was determined to be an issue during the steps of coiling and packaging the device in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.